Manufacturer narrative:
Calibration was last performed on (B)(6) 2022; the calibration signals were below the expected ranges. Qc data was not provided, however, the customer stated it was acceptable. The customer used a 13mm sample tube with no rack adapter. Product labeling states: "incorrect placement of sample tubes in racks may cause incorrect sample pipetting, which may lead to false low results, especially when testing immunoassays." And "if immunoassays are requested, cup adapters must be used for sample tubes with an outer diameter = 13 mm." No issues were identified during a review of the alarm trace data. The pinch valve tubings were last replaced in (B)(6) 2021. Product labeling advises to "replace e601 pinch valve tubings every 3 months or after measuring (B)(4) tests per measuring cell." Based on the data provided, a general reagent issue can be excluded. The reagent performs within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas 6000 e 601 module. The initial result was 655.9 u/ml. This result was reported outside of the laboratory. The repeat result was 8.47 u/ml. The repeat result corresponded to the patient¿s clinical condition; the ca 19-9 result from another unspecified instrument was similar to the repeat result. The ca 19-9 reagent lot number was 56356001 with an expiration date of 31-may-2023.